Event description:
It was reported that the patient underwent two previous revisions approximately two (2) years ago for disassociation and approximately three (3) months ago due to disassociation. Subsequently, the patient was revised a third time approximately three (3) weeks ago due to disassociation of the taper and baseplate. During the revision, dark synovial staining and extensive metal-colored fibrinous material, as well as polyethylene wear was noted. The stem and baseplate were stable and therefore retained, all remaining implants were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 118000; lot#: 67322896. Item#: 115310; lot#: j7993078. Item#: 110031402; lot#: 67259892. Item#: 110031405; lot#: 67270936. Item#: 110031418; lot#: 67286726. Item#: 113631; lot#: 65938569. Item#: unk screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product (baseplate) remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.